Event description:
We implanted the rod, put the lag screw and distal screw in. Once everything was implanted and attempted to disengage, the outrigger to the implant, it would not release. The doctor tried with all of his strength but could not get it released. The distal locking screw and lag screw had to be removed as well as the rod. Even after removing the construct from the patient, the rod still could not be separated from the instrument. They began mallet and had to forcibly remove the rod from the instrument. The second implantation attempt was successful.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: evaluation revealed that the nail holding screw with lot code k391539 did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
We implanted the rod, put the lag screw and distal screw in. Once everything was implanted and attempted to disengage the outrigger to the implant, it would not release. The doctor tried with all of his strength but could not get it released. The distal locking screw and lag screw had to be removed as well as the rod. Even after removing the construct from the patient, the rod still could not be separated from the instrument. They began mallet and had to forcibly remove the rod from the instrument. The second implantation attempt was successful.